Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the upper buttocks. On the 14th of may, the patient experienced hypoglycemia and lost consciousness. At an unspecified time of the report the cgm was reading 5.8 mmol/l and the blood glucose reading was 2.0 mmol/l. An ambulance was called, and the patient was hospitalized. The patient was discharged on the 2nd of june and was feeling fine. There was no documentation about the treatment provided to the patient. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.